Event description:
It was reported that during a coronary artery stenting treatment procedure, stent deployment issue occurred. Vascular access was obtained via radial artery. The de novo target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (dist rca) with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Pre-dilation was performed using balloon catheters. A 2.25x28mm promus premier stent was advanced and crossed the lesion with some difficulty. When the stent was inflated, the stent appeared to start to expand in an unusual fashion. The inflation was stopped immediately and the device was removed carefully through the guide catheter. It was noted the stent appeared to have unravelled partially. The procedure was completed with another same stent with no issues. No patient complications were reported and the patient remained saft throughout the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device found that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. An examination of the crimped stent found that the proximal end of the stent was bunched and pushed distally on the balloon. As a result the proximal edge of the damaged stent was positioned at 1cm distal to the proximal markerband. This type of damage is more likely to occur during the withdrawal of the device rather than during stent advancement. No other damage was noted along the entire length of the device. As part of the analysis an attempt was made to deploy the stent. It was noted that the stent at the site of the bunching failed to expand. This is consistent with the stent struts being misaligned. No issues were noted with balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent deployment issue occurred. Vascular access was obtained via radial artery. The de novo target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (dist rca) with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Pre-dilation was performed using balloon catheters. A 2.25x28mm promus premier stent was advanced and crossed the lesion with some difficulty. When the stent was inflated, the stent appeared to start to expand in an unusual fashion. The inflation was stopped immediately and the device was removed carefully through the guide catheter. It was noted the stent appeared to have unravelled partially. The procedure was completed with another same stent with no issues. No patient complications were reported and the patient remained saft throughout the procedure.